Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the 14v li-ion battery contacts was confirmed during evaluation. The heartmate 14v li-ion rechargeable battery (serial number: (B)(6) was returned for analysis with two corroded contacts, which pertained to the voltage signals of the battery. Both contacts were corroded all the way through. The 14v li-ion battery was functionally tested and passed all testing. The battery pack parameters correspond to a normal functioning pack that has been in use. The 14v battery was accepted for charge in test universal battery charger (ubc) without any issues or faults observed. The battery was connected to test battery clip, system controller, and mock circulatory loop and functioned as intended with no alarms active. The 14v battery was opened and no additional abnormalities were observed. A root cause for the reported event could not be conclusively determined through this investigation. The receiving and inspection documents for the 14v li-ion rechargeable battery (serial number: (B)(6)) were reviewed and found to have passed. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that two of the patient's battery terminals were damaged. The damage created a hole in the battery terminal of both patient's batteries. The patient did not report a notable event that caused the damage and the batteries were stored in the patient's backup bag. The cause of damage was unknown. There was no damage to the consolidated bag.